Event description:
The customer alleged they received questionable ion selective electrode sodium and potassium results on their c501 analyzer. The customer stated their cobas 8000 was stopped from being loaded by the modular pre analytics (mpa) device for calibration and quality control. Ordinarily, the mpa restarts loading the cobas 8000 when the quality control is acceptable. On the day of the event, the cobas 8000 was mistakenly masked by the operator, and the samples were sent to the c501 for testing. This error was not picked up for several hours. The customer stated an urgent clotted sample was placed on the c501 analyzer, but there were a lot of samples tested before it that were found to have high sodium results. The customer ran quality control and inspected the c501 for "leaks, splashes, standard, buffer changes, but all were fine". The pinch tubing and electrodes were replaced. Ise checks and precision checks were performed and the analyzer was still in use. The patient samples were repeated on a cobas 8000 analyzer on (B)(6) 2014. The customer provided data for 60 patients, 23 of which had discrepant results. The discrepant sodium results were auto-authorized and reported outside the laboratory. Information on whether the discrepant potassium results were reported outside the laboratory was requested but not provided. The units of measure for potassium were requested but not provided. The first patient's initial potassium was 6.5. The repeat result was 4.41. The second patient's initial sodium result was 149 mmol/l. The repeat result was 141.9 mmol/l. The third patient's initial sodium result was 148 mmol/l. The repeat result was 141.6 mmol/l. The fourth patient's initial sodium result was 147 mmol/l. The repeat result was 140.3 mmol/l. The fifth patient's initial sodium result was 146 mmol/l. The repeat result was 138.9 mmol/l. The sixth patient's initial sodium result was 148 mmol/l. The repeat result was 141.2 mmol/l. The seventh patient's initial sodium result was 138 mmol/l. The repeat result was 131 mmol/l. The eighth patient's initial sodium result was 149 mmol/l. The repeat result was 141.0 mmol/l. The ninth patient's initial sodium result was 148 mmol/l. The sample initially repeated with an instrument alarm. The second repeat result was 140 mmol/l. The tenth patient's initial sodium result was 148 mmol/l. The repeat result was 139.2 mmol/l. The eleventh patient's initial sodium result was 148 mmol/l. The repeat result was 139.8 mmol/l. The twelfth patient's initial sodium result was 150 mmol/l. The repeat result was 140.3 mmol/l. The thirteenth patient's initial sodium result was 149 mmol/l. The sample initially repeated with an instrument alarm. The second repeat result was 140 mmol/l. The fourteenth patient's initial sodium result was 148 mmol/l. The repeat result was 140.6 mmol/l. The fifteenth patient's initial sodium result was 133 mmol/l. The repeat result was 125.4 mmol/l. The sixteenth patient's initial sodium result was 146 mmol/l and potassium result was 5.6. The repeat sodium result was 136.5 mmol/l and potassium result was 5.15. The seventeenth patient's initial sodium result was 149 mmol/l. The repeat result was 140.7 mmol/l. The eighteenth patient's initial sodium result was 149 mmol/l and potassium result was 5.0. The repeat sodium result was 137.7 mmol/l and potassium result was 4.56. The nineteenth patient's initial sodium result was 149 mmol/l. The repeat result was 140.3 mmol/l. The twentieth patient's initial sodium result was 147 mmol/l. The repeat result was 139.1 mmol/l. The twenty first patient's initial sodium result was 149 mmol/l. The repeat result was 139.1 mmol/l. The twenty second patient's initial sodium result was 150 mmol/l. The repeat result was 140.6 mmol/l. The twenty third patient's initial sodium result was 147 mmol/l. The repeat result was 139.0 mmol/l. There were no adverse events from the discrepant sodium results. Information on whether the patients were adversely affected by the discrepant potassium results was requested but not provided. The sodium and potassium electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. A field service representative went on-site and checked the analyzer. The event was most likely caused by mis-sampling due to contamination of the outer surface of the sample needle.